Event description:
It was reported high impedances were measured on all combinations with contact three. The following impedances were measured: c-3 = 5413 ohms, 0-3 = 6276 ohms, 1-3 = 5703 ohms, and 2-3 = 4565 ohms. During the implantable neurostimulator (ins) replacement procedure, the healthcare professional (hcp) noticed fluid in the ¿0-3 extension.¿ the cause of the event was determined to be fluid in the extension. No lead fractures were noted. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. Following the replacement, the patient was doing better.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v777090, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v777090, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v777090, implanted: (B)(6) 2012, product type lead; product ID 37092, lot # 292330001, implanted: (B)(6) 2012, product type accessory; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).